Event description:
Journal reference: hariz mi, krack p, alesch f, et al. Multicentre foreign study of thalamic stimulation for parkinsonian tremor: a 6 year follow-up. J neurol neurosurg psychiatry. 2008;79(6):694-699. To evaluate the results of ventral intermediate (vim) thalamic deep brain stimulation (dbs) in pts with tremor predominant parkinson's disease (pd) at 6 years post surgery. This was a prolonged follow-up study of 38 pts from eight centres who participated in a multicentre study, the 1 year results of which have been published previously. This long term study was designed to evaluate the add'l effect of thalamic dbs on tremor in pts taking their regular antiparkinsonian medication. Reportable event: there were 11 other "non-classified" adverse events (gait disorder, paresthesia, paresis, dyskinesias, proximal limb ataxia, migraine, neck pain). Some pts had more than one adverse event. See mfg report 2182207200803776.